Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was over 300 mg/dl at the time of hospitalized. The customer declined troubleshooting. The customer stated that the auto mode feature was not on. The customer was treated with antibiotic for sinus. Customer experienced symptoms such as nausea, thirsty and bad migraine. Customer was unable to complete carelink upload. The device will not be returned for analysis.